Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a lab tech suffered a contaminated needle stick injury with a 22 g x 1.00 in. Bd angiocath¿ autoguard¿ shielded IV catheter. After pressing the safety activation button, the needle retracted but came back out causing the injury. The lab tech pressed the button a second time and the needle retracted and stayed retracted.

Manufacturer narrative:
Results: three unused samples were returned for evaluation. A visual/microscopic inspection revealed no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. There were no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle. A simulated use test was performed by pressing the safety activation button on all three samples. The retraction was successful and no delayed reaction was observed. After the needles were retracted, the needles were then shaken; the needles remained retracted inside of the grips. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6272721. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.